Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the trial patient regarding their external neurostimulator (ens) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they aren't familiar with smart phones however during the trial when they turned the phone off stimulation turned off. No further device issue alleged / identified. No further patient symptoms or complications were reported. Follow up information received from the trial patient on jan. 21, 2020 reported that they turned off the phone the first night and nothing changed. When the trial patient turned it off the second night, they woke up with retention and the program had been shut down. As a step taken to resolve the issue, the contact the manufacturer representative and was talked through resetting the device. The stimulation began again and the trial patient was able to continue to receive benefit through the end of the trial evaluation. There were no further complications reported or anticipated.